Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down unexpectedly while providing therapy. Customer states he pump was plugged into the wall and receiving ac power. They rebooted the pump after its shutdown and both batteries were completely full. Customer stated they are currently weaning the patient from the therapy and do not wish to transfer the therapy to another pump. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found fault codes 101,112, 118, and 111 during the reported timeframe of the screen going dark. Replaced video generator board. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing department received the following parts associated with this complaint: pn: 0040-00-0456 sn: n/a kit video gen. Board to upper display monitor board pn: 0670-00-1182 rev.f, sn: (B)(6) video gen. Board(part of kit), pn: 0670-00-1183 rev.c, sn: (B)(6) upper display monitor board(part of kit).these parts were received with a reported unit failure message of pump shutdown. Performed visual inspection of these parts received and parts looks to be in good condition. Installed all parts of kit into the cardiosave test fixture sn (B)(6) and tested together and separately to the factory specifications per pn 0002-07-d016 revision f and the cardiosave service manual pn 0070-00-0639 revision r.performed all functional tests and passed. Pumped the cardiosave test fixture with both parts of kit. The fat dept. Could not verify the failure message of unit shutdown. Cardiosave test fixture works correctly with both parts of kit. All parts of kit passed testing. Retaining all parts of kit in the fat dept. Per procedure 0002-07-d008 rev as.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a